Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of cystoscopy and anterior/posterior colporrhaphy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, bleeding and other additional surgeries. The patient underwent removal of exposed mesh while under anesthesia on 12/27/2006 due to dyspareunia and mesh exposure. It was reported that the patient underwent cystoscopy and excision of mesh on 12/20/2010 due to multiple mesh erosions into the vaginal vault and through the vaginal mucosa with dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-00508. The same patient is represented in each medwatch.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.